Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, intermittent image issue occurred due to a defective main board. The cause of the faulty md board was caused by the effects of high-voltage, high-current, lightning (lightning-surge ), static electricity, etc. Caused by the power supply environment, and the effects of thermal and humidity, etc. Caused by the use environment. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported (on behalf of the customer) that while using the video system, there was intermittent image issue and horizontal lines occurring, and the subject image was not recognizable. The issue occurred during preparation for use, and the therapeutic procedure(percutaneous nephrolithotomy) was completed using the same set of equipment and without delay. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that due to severe horizontal lines (noise) in the image, the endoscopic image was not visible. (This issue occurred after some time when the processor got heated). The horizontal lines were due to a defective main board. This problem was found to be intermittent and was generated in the workshop after two days. No irregularities were found in the appearance of the main board. No evidence of physical damage was found on the appearance of the device. This problem occurred within 04 months of the device installation date. Based on the evaluation, the main board is suspected to have some quality issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.